Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an "e33" error occurred on channel a on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the faulty resistance temperature detector (rtd) cable assembly and retested. The heater cooler powered up correctly. With the cable assembly replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.